Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, the left ventricular lead exhibited loss of capture. During lead revision, the lead was noted to be dislodged. The lead was explanted and replaced. The patient experienced no adverse consequences.